Event description:
It was reported that the pulse generator exhibited noise on the ventricular channel. The device was explanted and replaced. The patient did well and no complications were noted.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.